Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. Troubleshooting may resolve the issue

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one cardiomems patient electronic system with pn (B)(6) and sn (B)(6) was received for evaluation. The reported complaint of error #5 was not found in backend log files and was not observed during analysis, and is unable to be confirmed. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.